Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the cable had scratches, the coupler was loose, the contacts had corrosion, and the image noise was recognizable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during a treatment procedure, the autoclavable camera head displayed a noisy image that looked like a sandstorm. The procedure was completed successfully, using a similar device, with no patient injury or procedure impact reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. It was determined that image noise (subject is recognizable) and poor communication occurred due to connector electrical contact corrosion which led to the intermittent poor image (sandstorm). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the otv-s7v. Also, check there is no dirt on the electrical contacts and optical connection and connect them. Wet or dirty contacts could cause the equipment to malfunction or to fail.¿ olympus will continue to monitor field performance for this device.